Event description:
The patient received two scs leads with the same lot number. It was reported the patient was receiving ineffective stimulation. X-rays revealed both scs leads had migrated. Subsequently, the patient underwent surgical intervention on (B)(6) 2013 to reposition both leads which resulted in restoring effective stimulation. No products were explanted or replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.